Event description:
A report was received that the patient experienced pain at the lead anchor site due to low body fat. The patient underwent an explant procedure wherein all the devices were removed. The patient was doing well post-operatively. Device malfunction is not suspected.

Manufacturer narrative:
Additional information was received that the patient did not undergo an explant procedure. The patient underwent a revision procedure where the anchors were repositioned and re-sutured.

Event description:
A report was received that the patient experienced pain at the lead anchor site due to low body fat. The patient underwent an explant procedure wherein all the devices were removed. The patient was doing well post-operatively. Device malfunction is not suspected.